Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 300s mg/dl with confusion, difficulty waking up and polydypsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program and the bolus totals matched and were all recorded as programmed. Also during troubleshooting, it was revealed that there were many "0" unit boluses. Cts educated the patient regarding dialing up the correct amount and referred them to their healthcare provider. Cts determined that the patient failed to bolus and overridden the dosage recommended by the bolus calculator and referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: a review of the black box indicated data from (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Manually calculated ezbg and ezcarb boluses matched the amounts recommended by the pump. The pump¿s bolus calculation feature was found to be functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).